Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was monitored in 50c oven for several days and no button error alarm noted. No unexpected numbers scrolling during testing. No moisture damage found inside the pump noted. The pump was received with cracked case at the display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was unknown. The customer stated the insulin pump had moisture inside the pump. She also noted that the numbers kept scrolling after letting go of the act button. Shortly after that she received the button error. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.